Manufacturer narrative:
The customer cancelled the service call. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 8800 system had no fluoro. No patient injury was reported.